Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed high battery impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an infection occurred. The implantable pulse generator system was explanted and replaced. It was further reported that the device may have had premature battery depletion. No further patient complications have been reported as a result of this event, infection.